Event description:
It was reported that (1) tct75 was used during an unknown procedure. It was reported by the rep that the device did not even get to be used as the mechanism failed. It would not fire as the firing knob does not advance. Opened another device to complete the case. There was no consequence to pt.